Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, the battery cap was observed to be damaged. The top was noted to be stripped and a test cap was used for all steps. Due to the battery cap damage, the battery cap was hard to remove/insert. A test cap was used and was able to insert/remove without any problem. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The cap has not been returned to animas for evaluation. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the cap could not be removed from the pump; the reporter did not specify if the issue was with the battery cap or the cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.